Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. It was reported the patient experienced adhesions which are listed as a known adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2003-- patient had an incisional hernia repair and had a bard davol composix kugel patch implanted during this procedure. After having the defective composix kugel patch implanted the patient began experiencing severe abdominal pain and an abdominal wall abscess which were found to be the result of the mesh being adhered to the patient's small bowel. This failure ultimately required a surgical removal of the "defective" composix kugel patch. The attorney alleges the patient experienced abdominal pain, abscess, adhesions, additional surgery, disability and explant.